Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, unknown baker grade). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with an unknown mentor silicone prosthesis experienced left sided capsular contracture (unknown baker grade) post procedure. The patient consulted with a physician and the diagnosis is unknown. As a result, bilateral replacements; (left cat#: 3503420, sn#: (B)(4), right side replacements is unknown) was performed on (B)(6) 2017.